Event description:
It was reported that the patient presented with recurring gerd. An x-ray revealed the device was 'u-shaped.' Upon explant it was discovered that it contained a broken wire. A new device was implanted.

Manufacturer narrative:
(B)(4). Exact implant date is unknown. Device was implanted in 2017. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Linx photo images were received and are pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was ph testing performed prior to explant to confirm recurrent reflux? After implant, was the device initially effective in controlling reflux? When did the recurrent reflux begin? What was the exact date of implant? When did the gerds begin? What was the date of the imaging which showed the discontinuous linx? Was the device initially effective in controlling reflux? Were any events associated with the onset of symptoms (vomiting, retching, trauma, surgery)? Did the patient undergo an MRI since device implant? If so, when was the MRI and what strength? Did the patient have any other surgeries in the area? Was any additional imaging performed since device implant? Does the device appear to be in a continuous annular state in these images? We are interested in establishing a window when the device may have become discontinuous. Please share any additional images. What is the management plan? Is device removal scheduled? Is a replacement linx or fundoplication planned? When and if the linx device is removed, may we ask that the device be returned for analysis?

Manufacturer narrative:
(B)(4). Date sent: 8/1/2022. Photo analysis: as per medical safety officer: discontinuous. Not getting much more from the pics. Unfortunately the mechanism/cause of failure cannot be determined from the provided images. Physical analysis: a 15-bead linx device with a visible weld ball that disconnected from a washer was returned to the analysis site. The link length and tensile force measurements were found to meet the applicable specifications during device analysis. The device was scanned using computer tomography (CT), optical microscopy, and scanning electron microscopy. The washer through-hole at the separation was measured and was greater than the specification. The washer through-hole was slightly nonconcentric. The overall appearance of the surface of the washer didn't exhibit gross loss of shape. The top view of the diameter of the exposed weld ball was measured. This diameter is within the specification. The weld ball appears to be spherical and slightly off-axis with respect to the wire. The link length and tensile force were found to meet the applicable specifications. The remaining device characteristics, excepting the visible weld ball, show no anomalies for a device that has been reasonably changed as part of the explant procedure. A manufacturing record evaluation was performed for the finished device 13608 batch number, and no non-conformances were identified. Lot 13608 was an affected lot of the 2018 linx recall.

Manufacturer narrative:
(B)(4). Date sent: 6/17/2022. Additional information was requested, and the following was obtained: was ph testing performed prior to explant to confirm recurrent reflux? After implant, was the device initially effective in controlling reflux? When did the recurrent reflux begin? What was the exact date of implant? When did the gerds begin? What was the date of the imaging which showed the discontinuous linx? Was the device initially effective in controlling reflux? Were any events associated with the onset of symptoms (vomiting, retching, trauma, surgery)? Did the patient undergo an MRI since device implant? If so, when was the MRI and what strength? Did the patient have any other surgeries in the area? Was any additional imaging performed since device implant? Does the device appear to be in a continuous annular state in these images? We are interested in establishing a window when the device may have become discontinuous. Please share any additional images. What is the management plan? Is device removal scheduled? Is a replacement linx or fundoplication planned? When and if the linx device is removed, may we ask that the device be returned for analysis? Answer = no additional information is available.

Manufacturer narrative:
(B)(4). Date sent: 6/24/2022.